Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller did not have pump or additional information available at time of call and planned to call back for troubleshooting when pump and patient were available, and no further actions or outcomes were documented.